Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a stuck button error on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated they did not press a button down for 3 minutes or longer. The insulin pump was exposed to a change in altitude as the customer had was in an airplane. The customer was advised that to resolve the unresponsive keypad they need to remove and reinsert the battery cap. They were advised they may need a new battery. The customer did not have a new battery with them. The customer did not want to proceed with the battery cap removal. The customer was advised to monitor and call back if issue persists.